Manufacturer narrative:
A batch record review was performed. No non-conformance (ncr) related to complaint issue were initiated for complaint order during production. A previous investigation was initiated for ¿hair inside product individual package¿ complaint issue. A root cause investigation was performed. On the basis of available information, the following potential causes for the issue ¿hair inside of primary pack¿ are determined: (a) noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. (B) cap does not provide full cover of hairs. Additional actions are not required and the trend will be monitored. No samples were received. However, a picture is received and the defect is confirmed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6) based on the available information, this event is deemed a product malfunction. No patient harm was reported. Product was not used. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that there was a hair found inside the unopened sterile product packaging. There was no patient harm and the product was not used. A photograph depicting the reported issue is available. No additional information has been provided.